Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed. Assessed, as unidentified (tear) opening (shell thickness was within specification). Granuloma: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right side rupture. Device has been explanted and replaced. Patient later reported, granuloma.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted and replaced.patient later reported granuloma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.